Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with vegetation on the coil of the lead. Additional information indicates that the patient was admitted due to endocarditis. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicates that the right ventricular (rv) lead was returned severed; thus, the status of the product was changed from oos-explanted to oos-implanted. There were no additional adverse patient effects reported. The rv lead was capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with vegetation on the coil of the lead. Additional information indicates that the patient was admitted due to endocarditis. There were no additional adverse patient effects reported. The rv lead was explanted.